Event description:
During a port-a-cath surgical procedure in 2008, the tip of the glidewire instrument became dislodged in the patient and left in the patient until it was discovered in 2009. After an investigation was completed, it was determined that the malfunction of the glidewire was a possible cause of the event. Dates of use: 2008. Diagnosis or reason for use: port-a-cath procedure. Event abated after use stopped or dose reduced: no.